Manufacturer narrative:
(B)(4). Date sent 3/24/2025. D4 batch #243d24. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. Anvil returned inside a plastic bag with the anvil shroud detached and the anvil spring were noted out of position. The washer was present and uncut and there were all staples present. When the battery was installed the green checkmark was not illuminated, indicating that the device was not fired. During the visual inspection of anvil shroud, it appear to have not been heat staked to anvil. This condition cause that the locks of anvil is loose and out position, causing that the trocar cannot be inserted. No functional test was performed due to the condition of the device. The loose anvil shroud is potentially related to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 243d24, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent 2/6/2025. D4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a low anterior resection procedure that the proximal end of the device, the blue cap that holds the staples dislodged while in the patient but was able to be removed. Another like device was used to continue with the procedure. No further information was provided. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent 3/18/2025 corrected data d4: UDI# the device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.